Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call about the high blood glucose levels. Blood glucose value was over 400mg/dl and he treated based off of that reading and he took a large bolus. Customer reported he had issues with the pump. He tested his blood glucose and he was at 268mg/dl. The insulin pump will be returned for analysis and a replacement pump will be sent.